Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure is displaced / essure coil perforation through the fallopian tube") and abdominal pain ("abdominal pain and cramping") in a (B)(6) year-old female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1993 and (B)(6) 2012), acid reflux (oesophageal), pregnancy, fetal movement disorder, cold symptoms, obesity, complication of delivery, glucose intolerance, pelvic discomfort, contraction skeletal muscle, chorioamnionitis, postpartum state, complication of pregnancy, c-section, neurasthenia and induced abortion. She denies having any signs or symptoms of preeclampsia or labor. She denies: vaginal bleeding, regular contractions, leakage of fluid, or uti symptoms. No history of depression. Previously administered products included for an unreported indication: depo provera and labetalo1200 mg. Concurrent conditions included obesity, back pain, thoracic pain, social alcohol drinker, smoker, angioedema, hives, itching, lip swelling, swollen tongue, hay fever, chest pain, acute urticaria, allergic rhinitis, weight loss, chronic urticaria, coughing, wheezing, asthma, grass allergy, allergy to molds, pollen allergy, seasonal allergy, sgpt increased, flu symptoms, dyspnea, snoring, wheezing, polyuria, urge incontinence, stress, cystocele, rectocele, urinary incontinence, nocturia, upper respiratory tract infection, morbid obesity and drug allergy (ranitidine, cetirizine and montelukast). Family history included diabetes mellitus (sister) and multiple gestation (twins: maternal grandmother). Concomitant products included cetirizine since 2013 for hives, diphenhydramine hydrochloride (benadryl) for itching and hives, nystatin for thrush as well as dexamethasone, diazepam, epinephrine (epipen) since 2013, flintstones, ketorolac, labetalol, lidocaine, montelukast (singulair), montelukast since 2013, omalizumab (xolair), prednisone, promethazine, ranitidine hydrochloride (zantac), ranitidine since 2012, salbutamol (albuterol inhaler) and salbutamol (ventolin) since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pain"). On (B)(6) 2017, 4 years 8 months after insertion of essure, the patient experienced abdominal pain lower ("pain right lower quadrant pain / lower quadrant (constant, severe) pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction / nickel allergy"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("persistent increased menstrual flow"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with cetirizine hydrochloride (zyrtec), surgery (removal of right essure coil, right salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection and pelvic pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had a complication with the essure procedure and does not want any type of new technology. Right fallopian tube with evidence of essure coil perforation through the fallopian tube but with peritoneum covering the coil approximately 2 cm from cornua. Right ovary adhesed to fallopian tube and uterus. Omental adhesions to right fallopian lube and pelvic side wall obstructing view of appendix. Concomitant product included zolair shots. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed placement of both coils, full occlusion pregnancy test urine - on (B)(6) 2012: positive; on (B)(6) 2012: negative a bimanual exam was done, which revealed a 6 week-size anteverted uterus. The patient had specific ige tests done which were all negative.however, her total ige level was markedly positive at 788. Her tryptase level was normal at 5.2. Us to assess location showed the right coil extending superiorly hsg confirms bilateral tubal blockage and right coil extending above normal loc on (B)(6) 2017, pelvic ultrasound examination showed: an anteverted uterus is noted. The uterus is homogenous in echotexture. The endometrial lining measures 4.7 mm. Three-dimensional ultrasound reconstructed images reveal that the left essure is located in the correct anatomic position whereas the right essure is displaced to the subserosal surface of the uterus and does not appear to be within the tube. The ovaries are identified and appear normal in size and echogenicity. No free fluid is seen in cul-de- sac on (B)(6) 2017, pathology reports showed, female pelvic pain, pelvic adhesions, displacement of other prosthetic device, implant, or graft of genital tract encounter for removal of contraceptive coil from fallopian tube. Most recent follow-up information incorporated above includes: on 30-jan-2018: pfs received - new events, "essure is displaced / essure coil perforation through the fallopian tube, pain and pain right lower quadrant pain" were added. Lot number, reporter, historical, concomitant conditions and medication, family history, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure is displaced / essure coil perforation through the fallopian tube") and abdominal pain ("abdominal pain and cramping") in a (B)(6) year-old female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1993 and (B)(6) 2012), acid reflux (oesophageal), pregnancy, fetal movement disorder, cold symptoms, obesity, complication of delivery, glucose intolerance, pelvic discomfort, contraction skeletal muscle, chorioamnionitis, postpartum state, complication of pregnancy, c-section, neurasthenia and induced abortion. She denies having any signs or symptoms of preeclampsia or labor. She denies: vaginal bleeding, regular contractions, leakage of fluid, or uti symptoms. No history of depression. Previously administered products included for an unreported indication: depo provera and labetalo1200 mg. Concurrent conditions included obesity, back pain, thoracic pain, social alcohol drinker, smoker, angioedema, hives, itching, lip swelling, swollen tongue, hay fever, chest pain, acute urticaria, allergic rhinitis, weight loss, chronic urticaria, coughing, wheezing, asthma, grass allergy, allergy to molds, pollen allergy, seasonal allergy, sgpt increased, flu symptoms, dyspnea, snoring, wheezing, polyuria, urge incontinence, stress, cystocele, rectocele, urinary incontinence, nocturia, acute upper respiratory tract infection, morbid obesity and drug allergy (ranitidine, cetirizine and montelukast). Family history included diabetes mellitus (sister) and multiple gestation (twins: maternal grandmother). Concomitant products included cetirizine hydrochloride since 2013 for hives, diphenhydramine hydrochloride (benadryl) for itching and hives, nystatin for thrush as well as dexamethasone, diazepam, epinephrine (epipen) since 2013, flintstones, ketorolac, labetalol, lidocaine, montelukast (singulair), montelukast since 2013, omalizumab (xolair), prednisone, promethazine, ranitidine hydrochloride (zantac), ranitidine since 2012, salbutamol (albuterol inhaler) and salbutamol (ventolin) since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pain"). On (B)(6) 2017, 4 years 8 months after insertion of essure, the patient experienced abdominal pain lower ("pain right lower quadrant pain / lower quadrant (constant, severe) pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction / nickel allergy"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("persistent increased menstrual flow"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with cetirizine hydrochloride (zyrtec), surgery (right salpingectomy,lysis of adhesions) and surgery (removal of right essure coil, right salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection and pelvic pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had a complication with the essure procedure and does not want any type of new technology. Right fallopian tube with evidence of essure coil perforation through the fallopian tube but with peritoneum covering the coil approximately 2 cm from cornua. Right ovary adhesed to fallopian tube and uterus. Omental adhesions to right fallopian lube and pelvic side wall obstructing view of appendix. Concomitant product included zolair shots. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed placement of both coils, full occlusion pregnancy test urine - on (B)(6) 2012: positive; on (B)(6) 2012: negative . A bimanual exam was done, which revealed a 6 week-size anteverted uterus. The patient had specific ige tests done which were all negative.however, her total ige level was markedly positive at 788. Her tryptase level was normal at 5.2. Us to assess location showed the right coil extending superiorly hsg confirms bilateral tubal blockage and right coil extending above normal loc. On (B)(6) 2017, pelvic ultrasound examination showed: an anteverted uterus is noted. The uterus is homogenous in echotexture. The endometrial lining measures 4.7 mm. Three-dimensional ultrasound reconstructed images reveal that the left essure is located in the correct anatomic position whereas the right essure is displaced to the subserosal surface of the uterus and does not appear to be within the tube. The ovaries are identified and appear normal in size and echogenicity. No free fluid is seen in cul-de- sac. On (B)(6) 2017, pathology reports showed, female pelvic pain, pelvic adhesions, displacement of other prosthetic device, implant, or graft of genital tract encounter for removal of contraceptive coil from fallopian tube. Most recent follow-up information incorporated above includes: on 15-feb-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("persistent increased menstrual flow"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (on (B)(6) 2017, removal of right essure coil, right salpingectomy and lysis of adhesions). At the time of the report, the abdominal pain, hypersensitivity, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, hypersensitivity, menorrhagia, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed placement of both coils, full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.